Event description:
It was reported by service report that the fowler drifts down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Release handle cable adjusted and lock nuts tightened.